Event description:
The pt had what appears to be fungal keratitis of his left eye. He is a soft contact lens wearer who uses renu with moistureloc. He presented with pain, photophobia and red, watery left eye. I observed an epithelial lesion that stained positively with fluoroscein and was ulcerated. It had feathery borders, not a typical circular lesion seen with a bacterial corneal ulcer. There also were satellite infiltrative lesions and corneal edema. I started him on treatment with natamycin and vigamox. After four days, I added vexol to his treatment to prevent scarring once the ulcer was re-epithelialized.